Event description:
The patient contacted animas on (B)(6) 2012 and reported that all the keypad buttons were intermittently unresponsive. The patient noted the keypad was peeling from the up arrow to the contrast button. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn at the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. During testing, all keypad buttons responded appropriately. During investigation, contamination was found under the contrast key contact.